Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Medwatch# 5057873.

Event description:
The customer reported an infusion of tpn intended to infuse at 83 ml/hr with a volume of 2068.2ml was started at 1725. The nurse responded to an ail alarm at 2205 and noted the bag was empty. The patient was reported to experience nausea and vomiting and subsequently had labs drawn for a basic metabolic panel, an IV of normal saline ( rate unspecified) and frequent blood glucose monitoring. A copy of the customer medwatch was received from the FDA stating, "tpn was hung as 1725 (2068 ml's) at 2205 alarm sounded for air in line and bag was empty." The report states there was serious injury but no details of this were provided.

Manufacturer narrative:
Correction on initial report: the customer¿s report of tpn infusing faster than expected was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows that the device had been infusing a ¿basic infusion¿ at 83ml/hr. . At 5:26 pm on (B)(6) 2015, the reported event date, the device was paused and alarmed for flo stop open. At 5:28 pm, the vtbi was changed to 2068ml. At 10:10 pm, the device was paused and later channeled off and eventually removed from the system. The total volume recorded as being infused between 5:28 pm and 10:11 pm was 390.24ml. There were no alarms prior to the device being channeled off and removed. Functional testing performed and found the device to be delivering fluid within specification. The root cause was not identified.